Event description:
It was reported that the pacing dependent patient presented in clinic for routine follow-up. Upon interrogation, the pacemaker exhibited a battery diagnostics anomaly. The device had tripped the elective replacement indicator on (B)(6) 2018. During a previous device check the battery longevity showed longevity of over 12 months, however only 6 months had passed when the elective replacement indicator had tripped. Further review indicated that the device should be at the elective replacement indicator however the nurse suspected that the longevity estimate was not accurate. On (B)(6) 2018, the device was replaced. Patient was stable throughout.

Manufacturer narrative:
The reported field event of a longevity data anomaly was confirmed in the laboratory due to review of device image. Analysis of the device image indicated that the false elective replacement indicator was triggered due to autocapture being enabled which resulted in the device output adjusting itself to accommodate the patient¿s needs for pacing thus affecting the estimated longevity of the device. The device was tested on the bench and no anomalies were found. The battery depletion was considered to be normal.